Event description:
Donor pale, lightheaded, hot and diaphoretic, with loc for 10 sec. Donor placed in supine position, hob lowered, fluid given and knees were elevated, cold pack applied, and instructions given. Donor recovered in 20 min. Follow up call on (B)(6) 2010, message left. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). This event was reported to the company while the company was attempting to obtain additional information on other events. The customer reported that they could not provide any additional information since those involved are no longer at the donor center.